Event description:
Pt reported that he has experienced unexpected hyperglycemia for the past 8 days, and he believes the insulin delivery of the infusion device is too low. Pt's blood glucose was 271 mg/dl on (B)(6) 2012 at 8:00, and he delivered insulin via the infusion device as a correction. His blood glucose was 250 mg/dl at 10:00, and his normal blood glucose is 120 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was not dropped and the correct type of battery was used. The infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.